Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On (B)(6) 2023, the nurse responded via e-mail and additional information was obtained about the complaint. The large suturecut needle driver instrument was inspected prior to use with nothing out of the ordinary noted. The surgeon was taking out the specimen when the fragment fell inside the patient. The surgeon was not sure what caused the issue. The instrument had been in use for 30 minutes prior to the issue. The surgeon did not notice any issues with functionality of the instrument during the procedure. The instrument did not collide with any other instruments or hard material during the procedure. The instrument had not been removed during the procedure prior to the breakage. When the instrument was finally removed, the wrist was straightened and there was no resistance felt when the instrument was removed through the cannula. The surgical staff did not notice any damage to the cannula or instrument after the event occurred. All the fragments were retrieved, and this was confirmed by comparing the instrument to another of the same instrument. There was no additional surgical procedure to remove the fragment. No post-operative tests were performed to check for remaining fragments. The procedure was completed robotically. The patient had not returned to the hospital experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed. The instrument was found to have a broken grip at the grip base. A piece approximately 0.28" x 0.98" was found to be broken. The broken piece was not returned. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the tip came off the large suturecut needle driver instrument. The customer retrieved it during same procedure. The procedure was completed.